Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge was not working and the thermometer cords needed to be moved around. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the refrigerator was not working and the thermometer cords needed to be moved around. A field service engineer (fse) logged into the application and configured the device to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge was not working and the thermometer cords needed to be moved around. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.